Event description:
It was reported that the fault that occurs was "occlusion". User had tried the faulty set/lines on another pump, but the same fault occurred. They had looked at the possible fault with the set/line and determined it was likely a part in the cassette had been placed too tightly on the line causing the fault. The event occurred during infusion. No patient harm was reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done, the reported issue can be duplicated. The root cause of the issue was due to the removal of the blue clip during use. A review of the device history record (DHR) indicated that all inspections were completed during manufacture, and no issues had been noted at that time.